Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not tracking with the cursor on the display and the stylus would not reset. Analysis also noted that the power cord bay latch tabs were broken. The connections between the printed circuit board (pcb) and the display were re-seated, the stylus was calibrated, and the power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer cursor was not tracking with the stylus and would not reset. The programmer was returned for service. There was no patient involvement.